Event description:
The patient reported that she had 2 v-go 30 devices from the same box where the needle button popped out prior to the completion of the 24 hours period. When asked what portion of the needle button the patient presses on during initial needle insertion, she responded that she presses on the whole button. When advised to press firmly on the raised circular bump of the needle button, the patient stated that she has been on v-go for a long time and is fully aware of how to press down on the needle button. The patient reported that a product sample was available for return to the manufacturer for evaluation. However, to date has not been received.

Manufacturer narrative:
Correction: b5, d3, h3, h6. Device evaluation: one device was received and evaluated for the complaint regarding the needle button released event. Device #(B)(4) was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
Correction: the device has been returned and the manufacturer narrative is provided in section h10.